Event description:
As reported, approximately fifteen years post the initial let total knee arthroplasty, the patient had a revision due to poly issues with flaking and delamination. The surgeon replaced the patella and insert. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
No device was returned for evaluation; the reported event was confirmed by review of photographs of the device. The review identified that in the provided image, the articular surface of the tibial insert appears to have a wear pattern consistent with axial rotation mismatch between the tibial and femoral components and angled wear of the backside of the tibial insert post. The patella appears to have wear primarily on one facet. However, the extent and nature of the wear cannot be confirmed as the devices were not returned for evaluation. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear secondary to contributions from patient conditions and implant alignment over a 15 year length of implantation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.